Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited behavior that is consistent with fc1003 that is consistent with the low voltage capacitor behavior. This device was explanted and replaced. No additional adverse patient effects were reported.